Event description:
Noise noted on defibrillation lead and pt received numerous inappropriate shocks. Parameters were consistent with lead fracture. Pt was referred for rv lead revision. ICD lead was easily extracted. There was evidence of lead integrity failure on the rv ICD lead. After disconnection from the device there was only noise sensed. The lead was capped. New defibrillation lead placed.